Event description:
Treatment of an aneurysm. During the procedure, it was reported that the distal end of the pipeline migrated proximally and slid back into the aneurysm as the marksman catheter was being pulled back through the pipeline. No other injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
(B)(4).